Manufacturer narrative:
The set-up joint (suj) unit was returned for failure analysis, and the reported 23072 error was confirmed and replicated. In logs, the 23072 error was found indicating that the primary and secondary port comparison fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23072 error was triggered indicating a pot comparison issue, replicating the reported event. As result of these findings, failure analysis was able to conclude that the proximal harness and distal harness was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an electrical issue with the axes carriage joint (acj) fiber cable located within the set-up joint (suj)4.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse rebooted the system normally with no errors but faulted when arm4 z axis was manipulated. Fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) had a recoverable fault while docking arm 4. The technical support engineer (tse) verified 23072 and 23070 errors on arm-net 4 z-axis and had customer power cycle the system and again moved the set-up joint (suj) into position, but the errors continued. Tse inquired if moving on with 3 arms was an option, but surgeon stated he needed all 4 arms for his procedures. The procedure was completed with no reported injury.